Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following her treatment. After receiving a cycler warning, the patient discovered fluid leaking from the cassette after discontinuing treatment. The set was not made available for evaluation. During follow up the patient reported that she is fine and the patient's pd nurse reported the patient's effluent has remained clear and she was not prescribed any antibiotics. No adverse event reported at this time.